Event description:
During a clinical trial it was reported that a patient underwent an atrial fibrillation index cardiac ablation (afib) procedure with a qdot micro catheter on (B)(6) 2023. On (B)(6) 2023, the patient experienced dypsnea categorized as moderate and serious defined by a serious deterioration in health with medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function. Relationship to study device is not related and relationship to primary study procedure is possible to the index procedure. The serious and procedure related event is categorized as expected/anticipated. The outcome is recovering/resolving. The intervention was a cardioversion provided on (B)(6) 2023 and (B)(6) 2023 when patient was admitted to the ER (emergency room). Bmi: 23.0 kg/m2.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31007533l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).